Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that the patient underwent successful stent-assisted coiling with a stent (subject device) for an aneurysm located at the right middle cerebral, at main branching. Approximately 7 months post-procedure, the patient suffered an ischemic stroke with neurological deficits (hemianopia, and slight motor left leg deficit (nihss 3). Next day magnetic resonance imaging (MRI) showed new ischemic lesions. Arteriography did not show anomaly of the cerebral parenchymal vascularization and thrombosis of the endovascular material. According to the physician, the adverse event of ischemic stroke was related to the subject stent. The adverse event was resolved without sequelae.

Manufacturer narrative:
D4: expiration date: updated. H4: manufacturing date: updated. Due to the automated mes system (manufacturing execution system), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event could not be confirmed; however. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events are known and anticipated complications to these types of procedures and patient condition and are listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that the patient underwent successful stent-assisted coiling with a stent (subject device) for an aneurysm located at the right middle cerebral, at main branching. Approximately (B)(4) months post-procedure, the patient suffered an ischemic stroke with neurological deficits (hemianopia, and slight motor left leg deficit (nihss 3). Next day magnetic resonance imaging (MRI) showed new ischemic lesions. Arteriography did not show anomaly of the cerebral parenchymal vascularization and thrombosis of the endovascular material. According to the physician, the adverse event of ischemic stroke was related to the subject stent. The adverse event was resolved without sequalae.